Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the only diagnostic testing that was done at the healthcare provider¿s (hcp) office was the impedance and x-ray. The rep reported that the cause of the patient losing stimulation was due to the lead having impedances greater than 10,000 ohms. The rep reported that the patient was referred back to her implanting physician to discuss options. The rep was unaware if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient wasn¿t receiving stimulation in her cervical spine anymore. Patient stated she fell over easter weekend and hit her head. Since that time she lost her cervical stimulation. The rep ran an impedance and found all contacts 0-7 >10,000. No additional troubleshooting was done as patient wanted to follow up with the hcp who implanted her latest system. Patient¿s thoracic lead was reprogrammed. Nothing was done to the cervical lead. The issue was not resolved at the time of the report. No further complications were reported/anticipated.